Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded within the origin of the right fallopian tube') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A47953) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". The patient's medical history included vitamin d deficiency, dysfunctional uterine bleeding and dysmenorrhea. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma and hypothyroidism. Concomitant products included chlorzoxazone, levonorgestrel (mirena) and levothyroxine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: unknown skin rash"). In (B)(6) 2017, the patient experienced vaginal infection ("vag. Infect./ infection (bladder/ urinary tract/vaginal) type: persistent vaginal infections"), allergy to metals ("nickel allergy") and gastrointestinal ulcer ("gastrointestinal or digestive system condition type: ulcers") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal infection, rheumatoid arthritis, anxiety, weight increased and gastrointestinal ulcer outcome was unknown and the pelvic pain, abdominal pain, rash, allergy to metals, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, embedded device, gastrointestinal ulcer, heavy menstrual bleeding, pelvic pain, rash, rheumatoid arthritis, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was reported that, removal recommended by treating physician. Insertion detail- right : trailing coils in uterus: 3. Left : trailing coils in uterus: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal infection. Lot number:a47953, manufacturing date:2012/09, expiration date:2015/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Event "coil embedded within the origin of the right fallopian tube" was added. Medical history, reporter information and rcc was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A47953) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". The patient's medical history included vitamin d deficiency. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma and hypothyroidism. Concomitant products included chlorzoxazone, levonorgestrel (mirena) and levothyroxine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: unknown skin rash"). In (B)(6) 2017, the patient experienced vaginal infection ("vag. Infect./ infection (bladder/ urinary tract/vaginal) type: persistent vaginal infections"), allergy to metals ("nickel allergy") and gastrointestinal ulcer ("gastrointestinal or digestive system condition type: ulcers") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, rash, allergy to metals, vaginal haemorrhage and menorrhagia had resolved and the vaginal infection, rheumatoid arthritis, anxiety, weight increased and gastrointestinal ulcer outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, gastrointestinal ulcer, menorrhagia, pelvic pain, rash, rheumatoid arthritis, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was reported that, removal recommended by treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal infection lot number:a47953, manufacturing date:2012/09, expiration date:2015/09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A47953) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not done". The patient's medical history included vitamin d deficiency. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma and hypothyroidism. Concomitant products included chlorzoxazone, levonorgestrel (mirena) and levothyroxine. On (B)(6) 2015, the patient had essure inserted. In november 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: unknown skin rash"). In (B)(6) 2017, the patient experienced vaginal infection ("vag. Infect./ infection (bladder/ urinary tract/vaginal) type: persistent vaginal infections"), allergy to metals ("nickel allergy") and ulcer ("gastrointestinal or digestive system condition type: ulcers") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, rash, allergy to metals, vaginal haemorrhage and menorrhagia had resolved and the vaginal infection, rheumatoid arthritis, anxiety, weight increased and ulcer outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, menorrhagia, pelvic pain, rash, rheumatoid arthritis, ulcer, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: it was reported that, removal recommended by treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal infection most recent follow-up information incorporated above includes: on 30-jan-2020: plaintiff fact sheet received : lot number added. Case category updated to "serious incident". Reporters information and patient details added. Removal date added. Events added-rheumatoid arthritis, anxiety, rash, allergy to metals, weight increased, ulcer, vaginal haemorrhage, menorrhagia. Severity of abdominal pain and pelvic pain updated. Event onset dates updated. Outcome of abdominal pain and pelvic pain updated to recovered / resolved. Concomitant condition and concomitant product added. Lab details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.